Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to damage during use, which may result from straining or rolling over the power cable when the user forgets to disconnect the system cables prior to moving subsystem components.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the power cord. The system was tested and verified as ready for use. The power cord is a scrapped item and will not be returned back to isi.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, when the customer plugged the patient side cart (psc) into the power outlet in the or, sparks were seen and the end of the power cord became damaged. Power cord for psc needs to be replaced. The procedure outcome is unknown with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the field service engineer was able to expedite a replacement of the power cable the same morning, and the case started on time later that day. There was no surgical delay.